Event description:
It was reported that the programmer display was not responsive. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the programmer display was not responsive. There was a chip in the display screen and the cursor would not move from the chip. There were missing grommets and battery door. The kick stand was loose. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.